Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a communication failure cause by a faulty cable. As to the cause of the faulty cable, that it occurred because the cable was disconnected. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The device evaluation found a disconnection in the cable unit causing noise to occur and no image to display, likely due to mishandling. An additional non-reportable finding was found during evaluation; adhesive on cable unit was peeled off. The investigation is ongoing and follow up with the user facility is currently being performed. E2 was inadvertently selected on this report. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head cable had a defect at the socket, when the cable was moved the image disappeared. The issue was found during a procedure. There were no reports of patient harm.